Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument tips would not meet when clipping. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the tip of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips.